Event description:
Same case as 1527460-2011-00066 and 1527460-2011-00067. The complainant reported an over-delivery. The pt received all of the feeding in a two to three hour time period instead of the desired 24 hour timeframe. The reporter stated the pump set bellows were collapsing and were not functioning.

Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.